Manufacturer narrative:
Product complaint # : (B)(4). H6 component(g07002) used to capture no findings available.(g07002) used to capture no findings available. Investigation summary :no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled "megaprostheses for the revision of infected hip arthroplasties with severe bone loss" written by nicola logoluso, francesca alice pedrini, ilaria morelli, elena de vecchi, carlo luca romano and antonio virgilio pellegrini published by bmc surgery on 25-feb-2022 was revised. The article's purpose was to analyze the infection eradication rate and implant survival at medium-term follow-up in patients treated with megaprostheses for periprosthetic hip infections with severe bone loss. The article involved patients utilizing a competitor system along with the reef femoral system by depuy synthes. There is no indication of the manufacturer of the cup/liner in any patient. Post-operative complications noted: case 2 (male, age 63): leg length discrepancy with no noted intervention case 4 (female, age 85): dislocation with open reduction and insert exchange *revision of cup for aseptic loosening also occurred in this patient, however the manufacturer of the cup is unknown. Case 5 (female, age 76): dislocation with open reduction and insert exchange as well as a leg length discrepancy with no noted intervention